Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve is defective.associated malfunctions for this device: pilot valve ohms 185.9